Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion sets cannula kinked event on 22-jun-2024. The event occurred within a couple of hours of insertion and the insertion site was at abdomen. The blood glucose level at the time of all events was high (specific value unknown) and the patient resolved the event with correction bolus via multiple daily injection (mdi) followed by replacing infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.